Manufacturer narrative:
The device was returned to the MFR for repair and eval. The service record indicates that the device was manufactured on 05/20/1998 and has no repair history at zimmer surgical. Eval of the device observed deformation of the throttle lever and the slider knob was bent off of the lever. Wear along the leading edge of both the head and control bar was observed and the control bar was loose, allowing for rotation of the control bar about the calibrating shaft. The device operated slightly erratic and an abnormal noise was produced during operation of the device. Additionally, an air leak was observed from the connection between the neck and handpiece housing. It was also observed there was damage to the swivel and that the housing was replaced since it had an incorrect ce mark. Prior to repair, the device was outside calibration spec at the zero and the 0.0200" thickness setting on the left side and the side to side calibration setting. In post-repair, there was corrosion of the swivel, motor sleeve, reciprocating arm and interior of the handpiece housing. Improper handling related to cleaning or sterilization most likely allowed moisture to enter the handpiece, which most likely caused the corrosion to the motor sleeve and potentially damaged the motor such that the motor sleeve could not be removed. Furthermore, damage to the motor could have caused the device to operate erratically, contributing to the customer's reported event. Additionally, the corrosion to the swivel, motor sleeve, reciprocating arm and interior of the handpiece housing was most likely due to the entry of moisture within the handpiece. The device was serviced and returned to the customer.

Event description:
It was reported that the zimmer air dermatome blade went too deep and went into muscle. No add'l clinical info was received prior to this report. A f/u medwatch will be submitted if add'l clinical info is received.